Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a review of the pump black box data revealed a cs 064 service alarm with high force occurring due to occlusion during the prime step. There was no activity outside of the normal use observed. The ez-prime steps were performed correctly; there was no cs064 alarm duplicated and the product performed within specifications. The pumps cover was removed and there was no damage found to the motor flex/connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.